Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the haptics were stuck on the optics. So, it was difficult to unfold and took a long time and a lot of manipulation before they eventually unfolded. Hence the surgeon had to use a forceps in the end to lift the haptics off and the lens remains implanted. The surgeon also stated that, similar situation happened previously with another surgeon. Additional information has been requested.